Event description:
It was later reported the device was explanted. The patient had intermittent stimulation, loss of stimulation/therapeutic effect. Patient reported shocking/jolting sensation. Patient had pain, kind of "seizures" and stimulator activated itself without intervention. The patient was alive with no injury or adverse event. The device was capped/abandoned/partially removed. Diagnostic testing included troubleshooting and reprogramming. The patient required hospitalization. Surgical intervention was required. It was decided to explant device because the stimulator activated itself without activation by programmer. Patient condition was deteriorated at time of report. Patient symptoms include headache, loss of consciousness and pain. Location of the symptoms were the device pocket, right side implant, and lead extension connection location. No further information was reported.

Event description:
It was reported the patient's battery had become overdischarged. A first physician mode recharge (pmr) was unsuccessful. A second pmr resulted in recharging. According to the recharger, the battery was charged to 75%. The stimulator was turned back on, but the patient programmer indicated the battery was only charged to 25%. The patient later reported the problem of differing charge readings persisted. It was recommended the device be replaced, but there was no report if this had occurred. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (model # 37612, serial# (B)(4)) found its battery had a reduced capacity due to overdischarge. The ins did not stay long at 100% because of reduced capacity due to overdischarge. Analysis showed there had been one overdischarge count. The battery level read correctly on the physician programmer, patient programmer, and recharger. The complaint that the ins turned on without the use of a programmer could not be duplicated. Other than having reduced battery capacity because it had been overdisharged, this ins was functioning properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.